Event description:
Report received from (B)(6) stated that when the footpedal was pressed down, the motor stopped running. The device was being used in neuro surgery. No injuries or medical intervention occurred. It is unk if there was surgical delay related to the event. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported failure of "low power" was confirmed. The pre-repair assessment found that there was insufficient oiling which is likely what caused the low power.. The cause of low power is most likely due to insufficient oiling. Running the device with low or no oil the device most likely will cause worn/damaged internal parts. Condition of motor is most likely due to maintenance issues. If add'l info is received, a supplemental report will be sent.